Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, there was underfill of an unspecified number of tubes. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, there was underfill of an unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photos for investigation of underfill. Therefore, 100 retention samples from bd inventory were visually inspected with hemogard closure assembly correctly assembled and placed on tubes. In addition, a draw test was performed on 10 retention tubes. All tubes were within specification limits with no issues identified. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint was unable to be confirmed for underfill. Bd was unable to identify a root cause for indicated failure mode.